Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. When omsc attached the device to the spare clv-290, omsc confirmed the spare clv-290 and found that the reported phenomenon could not duplicated. Omsc found that following status of the device. - the light quantity of the device is below the standard. - the total working hours of the device is 400 hours or more. - dust has been confirmed on the lamp and heat sink. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based on the results of the investigation, omsc surmised that the reported phenomenon was occurred the following cause. - aging degradation of the device - since dust has been confirmed on the lamp and heat sink, heat dissipation may not be correct and deterioration may have been accelerated.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the device (xenon lamp maj-1817) of the clv-290 went off and the emergency lamp lighted up and a clv lamp err e102 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.